Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2010. The patient experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Corrected narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a sling was implanted with concurrent bladder neck suspension surgery due to stress urinary incontinence. The patient experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient had a sling procedure to treat urinary incontinence, severe bladder neck mobility. It was reported that patient experienced mesh erosion, bladder/bowel incontinence, infections and dyspareunia post implantation.